Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a procedure, their device's display went white. A white display is indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has attempted to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio-control replaced both the system controller and user interface pcb assemblies and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that he had been unable to duplicate the reported issue. The device will be sent to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a procedure, their device's display went white. A white display is indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has attempted to obtain additional information about the patient and the event; however, no response has been received.